Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. That data revealed no anomalies.

Event description:
It was reported that there was far field r-wave and undersensing on the atrial lead. There was also report of small p-waves. The patient was reported to have heard a steady tone intermittently, which was determined to be due to magnet exposure. The lead remains in use. No patient complications have been reported as a result of this event.